Manufacturer narrative:
(B)(4). Date sent: 1/13/2026. D4 batch #: a98w4f. Corrected data: d4 UDI #. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the distal guide weld broken. The jaw was not missing of broken. The device was tested on the generator and passed all functional testing; with energy output delivered from the device verified and all tones heard during testing. The damage to the distal guide was not enough to prevent the jaws from opening and closing as expected, and no alert screens were displayed during testing. There were no anomalies noted with the functionality of the device, and the device performed without any difficulties noted. No conclusion could be reached on the cause of the reported event. Do not grasp tissue beyond the electrode surface, in the hinge of the jaws, and do not overfill the jaws of the instrument with tissue, as this could result in difficulty opening the jaws, partially cutting tissue, and unintended injury. Please reference the instruction for use for more information. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a98w4f, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 12/23/2025 d4 batch #: unknown d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the electrode ceramic separate or break off? Did the knife get damaged or break off? Is the jaw damaged but not broken off? Is the jaw loose but not detached? Is the top jaw broken off the of the device? Were any fragments generated? Did the fragments generated fell off inside the patient? If yes, were they completely removed from the patient without additional intervention? What efforts were made to locate the pieces during the procedure? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation is pending for the finished device lot number this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the tip was broken and not working. It was a obgyn case, laparoscopic total hysterectomy, bilateral salpingectomy. There was no patient harm.